Manufacturer narrative:
(B)(4) (fold on edge of lens). Evaluation: method: lens work order search. Results - visual inspection of the returned product found the optic torn and a haptic loop torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert an aq5010v three piece silicone lens. The surgeon noticed the lens had a fold on the edge of it, but the surgeon decided to use the lens and loaded the lens. The lens would not advance in the injector. There was no patient contact. The lens was torn/damaged when the surgeon pushed the lens out of the injector. Stated the lens was received defective.